Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the valve not performing to standard. A patient outcome was not reported.